Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746 , serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n384730, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that almost three months ago the patient had been recharging her ins and was vacuuming. It was reported that she reached her hand up in the vacuum and got static electricity but stated it ¿was almost like she was electrocuted and saw what looked like lightning across the vacuum and up her side¿. It was reported that the patient had charged since then and it was ¿fine¿. It was stated the she was vacuuming a couple days ago and ¿a similar thing happened¿ but that she hadn¿t been charging. It was stated that the patient already spoke with her healthcare provider (hcp) who checked her ins and said it was ¿fine¿.